Event description:
It was reported to gore that on (B)(6) 2026 this patient was treated for an isolated aneurysm of the left common iliac artery. A gore® excluder® iliac branch endoprosthesis device ceb231410 was inserted via a gore® dryseal flex introducer sheath dsf 1633 into the patient and positioned at the intended location. Also, a teromo soft guidewire as a through wire had been established in an up and over manner. Prior to initiating the first deployment however, the physician reportedly encountered a wire wrap involving both the aortic guide wire and the through wire. In an attempt to solve the situation, the physician rotated the handle multiple times in both directions but was unsuccessful in uncrossing the wires. It was therefore decided to remove the endoprosthesis from the patient. Upon device inspection, it reportedly appeared that the contralateral part of the graft was twisted, causing the terumo guidewire to leave the removable guidewire tube not in a straight manner, suggesting that the aortic and through wire had not been parallel. However, it could reportedly not be verified if both wires were parallel when in the patient as they could not be visualized well, and it might have been the case that the catheter rotations led to the graft being twisted on the delivery catheter. As the ceb231410 component could not be deployed and implanted as planned, the physician coiled the left internal iliac artery and successfully overstented it with a gore® excluder® contralateral leg component device plc231400 using the up and over wire. It was additionally confirmed that no other gore® excluder® aaa endoprothesis devices were implanted during the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The gore® excluder® iliac branch endoprosthesis device ceb231410 was reported discarded at the facility. It appears that no product malfunction has occurred. Gore is currently investigating the reported information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.